Event description:
A surgery center reported an electrical shock on a phacoemulsification unit. Through follow up, there was no patient involvement or injury when the event occurred.

Manufacturer narrative:
The issue did not occur during a surgery and was noticed during setting up of the machine. All pertinent information available to abbott medical optics at this time has been submitted.

Manufacturer narrative:
Patient information was not provided as to no impact to patient, therefore, no patient injury reported. The categories for outcomes attributed to adverse event do not apply; therefore, not applicable due to the event as it is a product problem. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was not able to confirm or duplicate the reported issue. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.